Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in tube; biological and nonbiological. The dirty foreign matter event occurred 22 times. The following information was provided by the initial reporter: "dirty stopper x10, dirty closing part of stopper x9, dirty tube x3".

Manufacturer narrative:
H.6. Investigation: bd received samples, and photos were forwarded to the manufacturing facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective stopper molding, embedded fm, foreign matter on tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding, embedded fm, foreign matter on tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the damaged stopper issue through CAPA#796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) plus blood collection tubes had foreign matter in tube; biological and nonbiological. The dirty foreign matter event occurred 22 times. The following information was provided by the initial reporter: "dirty stopper x10, dirty closing part of stopper x9, dirty tube x3".